Event description:
On (B)(6) 2010, the pt reported that the rubber around the up button was worn. She stated, the buttons were working correctly. The infusion device was replaced and requested to be returned for evaluation. The infusion device was thoroughly evaluated and it was found that the soft component of the up/down buttons was worn. Liquid entered the infusion device due to the worn soft component and as a result the snap domes of the up/down buttons are contaminated and corroded. This led to an always activated up/down button and therefore, all other buttons do not react to pressure.